Manufacturer narrative:
The reported issue has been investigated by our factory experts. A solution for the reported problem has been already developed and an update instruction will be released to solve the issue.

Event description:
A rear wheel axle broke on the mobilett mira system causing the unit to crash down on the ground. There are no injuries related to this event.